Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited high shocking impedance measurements in all vectors and is now greater than 125 ohms. Additionally, pacing impedance measurements on the right ventricular (rv) and left ventricular (lv) channels have also been gradually rising. A boston scientific technical services consultant recommended further testing be performed. The caller stated that a 1.1j shock and a 41j shock were delivered which resulted in shock impedance measurements in the 70 ohm range. No additional adverse patient effects were reported.